Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6a: date of implant was estimated. The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported slda, tissue injury, heart failure, and hypertension were unable to be determined. The reported recurrent mr was a cascading event of the reported slda and tissue injury. The reported patient effects of hypertension, mitral regurgitation, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6a: date of implant was estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, ¿late leaflet tear of the mitral valve following transcatheter edge-to-edge repair for degenerative mitral regurgitation¿, was reviewed. The research article presents a case study of an 87-year-old woman with degenerative mitral regurgitation (mr), leaflet prolapse, and heart failure. The patient was successfully treated with a mitraclip. Approximately 33 months post-procedure, the patient was readmitted for heart failure, and an echocardiogram revealed progressive mr, a tear in the anterior mitral leaflet, and detachment from the anterior leaflet (single leaflet device attachment [slda] to the posterior). Treatment was administered, but she developed pulmonary hypertension. Mitral valve replacement was performed with an epic bioprosthesis. During the valve replacement, a large laceration was found at the center of the anterior leaflet and the posterior leaflet was well grasped. Per the physician, despite successful insertion of both leaflets initially, the anterior leaflet tear was caused by continuous tension from the enlarged prolapsed leaflet. The primary and correspondence author is dr yutaka koyama, md, department of cardiovascular surgery, gifu heart center, 4-14-4 yabutaminami, gifu 500-8384, japan. E-mail: ykoyama@heart-center.or.jp.